Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The complaint was not confirmed. Device aspiration ports on the active electrode were eroded due to extended use. The center aspiration hole enlarges with heavy use. No portion of the active electrode appears to have been dislodged. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was originally reported that the probe head plate had "disintegrated". On 03/31/2017 follow-up information received: it was explained that the tip of the probe just fell apart and was lost somehow. The surgeon did not find it in the patient or anywhere else. No information as to whether an x-ray was done.